Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set that led to this alarm. The hp confirmed that everything was properly tightened before therapy started. The hp continued to use the same transfer set. Renal therapy services advised to end therapy and gave options for continuing with manuals or starting over from the beginning on device. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.